Manufacturer narrative:
Product complaint #pc-001805886 depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available investigation summary : according to the information received that "during the setup the nurse and reporter noticed that the hex wrench was stripped (whole where it grabs the hex end of the rod was damaged). And during the surgery, 4 torque drive from viper 2 and 1 torque drive from expedium were stripped at the distal end tip. Also, the surgeon was having issues with the flex clip, where it was not holding to the head of the screw. The patient was not impacted, therefore no patient info was collected. Replacement items were found and thus created no delay during the surgery. Instruments are available, with the exception of 1v2 final tightener.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that the viper2 final tightener driver¿ has stripped and worn out. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the viper2 final tightener driver would contribute to the complained device issue. Based on the investigation findings, viper2 final tightener driver was stripped and worn out because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the setup the nurse and I noticed that the hex wrench was stripped (whole where it grabs the hex end of the rod was damaged). And during the surgery, 4 torque drive from viper 2 and 1 torque drive from expedium were stripped at the distal end tip. Also, the surgeon was having issues with the flex clip, where it was not holding to the head of the screw. The patient was not impacted; therefore no patient info was collected. Replacement items were found and thus created no delay during the surgery. Instruments are available, with the exception of 1v2 final tightener. No surgery delayed due to the reported event and no further information available to report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, d10 and h4. Corrected: d4 (primary UDI number). H3, h6: this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿286745550, viper2 final tightener driver¿ has stripped and worn out. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the viper2 final tightener driver would contribute to the complained device issue. Based on the investigation findings, viper2 final tightener driver was stripped and worn out because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number was so2066200 released in one batch. ¿ batch 1: lot qty (B)(4) of units were released on 08 jul 2024 with no discrepancies. Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Note: DHR information was retrieved from (B)(4) as it is the same lot number. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR). Corrected: h3. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the viper2 final tightener driver was stripped. A dimensional inspection for the viper2 final tightener driver was not performed due to post manufacturing damge. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint wasconfirmed as the observed condition of the viper2 final tightener driver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number was so2066200 released in one batch. Batch 1: lot qty (B)(4) of units were released on 08 jul 2024 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Note: DHR information was retrieved from (B)(4) as it is the same lot number. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.